Event description:
Related manufacturer report number: 3006705815-2024-02422. It was reported that the patient's scs system was auto-reducing. Diagnostic testing revealed high impedances on both leads. As a result, surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein both leads were explanted and replaced to address the issue. Effective therapy was established post-op.